Event description:
Pt had PICC line placed in 2002. Pt was discharged from hosp 6 days later with PICC line in place for antibiotic therapy. Four days later, pt called emergency medical service and reported that PICC line was broken. The pt was then transported to hosp and chest x-ray revealed PICC line in pulmonary artery. Pt was taken to operating room for removal of PICC line under local anesthesia and IV sedation. PICC line was removed using fluoroscopy guidance. Pt was discharged to home 2 days later.